Manufacturer narrative:
Continuation of d10: product ID a71200, serial# unknown, product type software, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A manufacturer representative (rep) reported that when attempting to interrogate a new implantable neurostimulator (ins) before an implant case that they received an error message with code (B)(6). The rep restarted the therapy application, then interrogate the ins and a message with code 00 01 00 bb was displayed when they tried to interrogate, they selected the continue option and got the same system error code. The rep interrogated the ins and was able to successfully start a programming session. The troubleshooting steps that were taken on the call resolved the issue.